Event description:
It was reported that after a diagnostic percutaneous catherization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during needle plunger removal from the body of the device, when the suture was pulled taut, the entire suture pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. The operator of the device was reportedly trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The estimated date of the was reported as occurring three weeks ago from (B)(6) 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the posterior cuff remained loaded in the posterior portion of the foot. The anterior and posterior cuffs were attached to the link. The anterior cuff tabs were bent, damaged, and one of the cuff tabs was broken off and was not returned with the device. The size of a cuff tab is extremely small and is not visible without magnification; therefore, the detached cuff tab would not be seen by the device operator. Based on the device evaluation, a posterior needle-to-cuff miss occurred, which would result in continued bleeding that would require an alternative method to achieve hemostasis. The anterior needle detached from the anterior cuff, which directly resulted in the posterior needle-to-cuff miss. The posterior cuff was not ejected from the posterior foot pocket because the posterior needle did not engage with the posterior cuff. When the needle plunger was removed from the body of the device, the link was held on at one end by the posterior cuff in the foot pocket while being pulled on the other end during needle plunger withdrawal. This resulted in the anterior needle detaching from the anterior cuff. The most probable cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment that can be caused by interaction with human tissue due to challenging anatomies, incorrect deployment techniques, such as; a failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger, and inadequate positioning of the foot against the arterial wall. However, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the deployment technique of the operator was incorrect. Manufacturing is another possible cause; however, the body of the device, the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp, and sheath had no indication of a product quality deficiency that would contribute to the reported needle-to-cuff miss. In addition, although the needle plunger could not be reinserted to verify needle trajectory due to excessive dried blood inside the needle lumens, the needle trajectory of every device is checked twice during manufacturing to ensure proper needle trajectory. A review of the lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to the posterior needle-to-cuff miss. There does not appear to be any indication of a lot-specific product quality deficiency. Since the device performed according to specifications, the possible cause for the posterior needle-to-cuff miss could not be determined. During manufacturing, to assure all products perform according to specifications a quality control audit inspection is performed and a sampling of units are destructively tested to verify product quality.